Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transcervical resection (tcr) procedure the loop wire at the distal end of the resection electrode broke off and fell into the patient. However, no fragments remained inside the patient since they were reportedly retrieved. The intended procedure was completed using another similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
Additional information: d4 - lot number; d4 - expiration date; h4 - device manufacturer date;device evaluation: the suspect medical device was not returned to the manufacturer for investigation but to olympus medical systems corporation (omsc), japan (returned to omsc on 2022-08-17). The investigation confirmed that the loop wire at the distal end of the resection electrode had broken off. The cause of this damage and the breakage of the loop wire is most likely usage-related wear and tear. The loop wire at the distal end of the electrode wears out during use and may break, burn or melt. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection electrode without showing any abnormalities. The case will be closed from olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.